Event description:
Customer reported poor image qual. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and determined the image processor was bad. Waiting on decision from customer as to replacement.